Manufacturer narrative:
The reason for this revision surgery was most likely to remedy pain. The cause for the pain was most likely excess cement, as reported. The patient was revised 1 year after initial surgery. The explanted device was not returned for investigation. The DHR was reviewed and all processing and inspection steps were executed as intended, no ncmrs created. Excess cement can cause the patient pain. Excess cement is not likely due to material, design, or manufacturing problems with the implant, and is more likely related to application of the surgical technique. Conclusion: no further action required. Excessive bone cement extrusion was most likely the cause for pain which needed revision to remedy.

Event description:
Revision surgery - removal of tibial implant to expose posterior portion of knee to remove cement extrusion.